Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a pump replacement surgery that took place (B)(6) 2009, the catheter was accidentally cut so they added a sutureless connector and catheter revision kit. The estimated length of the old catheter was 30 cm with 84 cm of new catheter added for a total catheter length of 114 cm. The pump was used to infuse clonidine and dilaudid (hydromorphone). No outcome was reported for this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8835, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).